Event description:
The complainant reported a (B)(6) male patient presenting with cardiomyopathy for hemodynamic support using the impella 5.5 device. During support, an access site bleed developed. Intervention via wound-vac was performed.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
It was also reported that during support, the 5.5 was accidently pulled into the aorta. The pump was removed as a result. There was no patient harm reported.

Manufacturer narrative:
The investigation for the positioning issues has been completed. The clinical report provided sufficient information to determine the root cause. Therefore, the root cause of the positioning issues was user related as the pump was accidently pulled back across the valve.